Event description:
Boston scientific received information that the patient experienced perforation. The right ventricular (rv) lead had advanced through the myocardium. The patient had undergone thoracotomy. The lead remains implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.